Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff could not be inflated. The issue was solved by exchanging the cuff. The event occurred at the patient's home. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that complaint is confirmed that the cuff is leaking. Small pin holes not visual with an unaided eye. During the leak test air bubbles appeared when cuff inflated. Product was manufactured 23-sep-2024 a leak test was performed during manufacturing and at final inspection using procedure wi-10-012 rev.114. No leaks were found during manufacturing. The cuff is manufactured for this product only. An inspection of the mandrel was performed, and no defects were found. Unknown cause. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.